Manufacturer narrative:
(B)(4). Returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous hypotube and shaft kinks. The balloon has a 10mm longitudinal tear starting 5.5mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the confirmed event. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 01-mar-2018. It was reported that balloon inflation failure occurred. The 85% stenosed target lesion was located in a coronary artery. A 2 mr 2.00mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. However, the balloon could no be inflated. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the balloon torn longitudinally.